Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 100.1250. Technical support - remove the option board. Replace the option board. Replace the logic board. Return the module to the factory. Recommend to send in unit for flat rate repair due to the cost of logic board. Biomed will get a po and call back for repair RMA. Closing case. A review of the device history record showed the device had a manufacture date of 09dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommend to send in unit for flat rate repair due to the cost of logic board a review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 : no product returned.

Event description:
It was reported that an 8015 unit giving a 100.1250 error. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 100.1250. Based on the findings, technical support determined that the proximate cause of the reported issue - option/logic board. A review of the device history record showed the device had a manufacture date of 09dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an 8015 unit giving a 100.1250 error. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an 8015 unit giving a 100.1250 error. There was no patient involvement.